Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced inaccurate readings and felt hot, sweating, confusion, disoriented, and dizzy. The patient lost balance and blacked out. A few minutes later the patient¿s wife found them unconscious and performed a fingerstick comparison. The cgm was displaying 82 mg/dl while the bg read 38 mg/dl. The patient¿s wife treated the patient with juice, after which the patient began to recover. At the time of the report, the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.